Manufacturer narrative:
A review of the manufacturing records could not be conducted because the lot # is unk. The hospital does not have a record of it. The device remains implanted in the pt. No analysis of the device could be conducted.

Event description:
It was reported that the physician implanted a gore helex septal occluder to close a pfo (patent foramen ovale) on (B)(6) 2011. Later the pt reported that she developed complete heart block and is scheduled to have a pacemaker implanted. The pt had no record of previous heart block.